Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. Additionally, the inner member was separated 7 mm distal to the guide wire exit notch, but the outer member was still intact. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that before use, a 3.5x18mm xience prime stent delivery system was noted to have the stent struts flared. Therefore, the device was not used and there was no patient involvement. Another same size xience prime sds was used to successfully finish the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the inner member was separated; however, the outer member was still intact.